Manufacturer narrative:
On july 06, 2021, during the evaluation of the autopulse platform (serial (B)(4)), it displayed user advisory "(ua)17 during the run-in test. The root cause of ua17 was due to a defective drivetrain, likely attributed to a defective component. The drivetrain was replaced to remedy ua17. Upon visual inspection, a cracked front cover at the front-end area and a cracked front enclosure at the screw well area were observed. These physical damages is likely attributed to user mishandling such as a drop. The autopulse passed the initial functional test without any fault or error. However, during run-in testing, the autopulse platform stopped compression and displayed ua17. The drivetrain was replaced to remedy ua17. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
On july 06, 2021, during the evaluation of the autopulse platform (serial (B)(4)), it displayed user advisory "(ua)17 during the run-in test. No patient involvement.